Manufacturer narrative:
Device not returned to manufacturer, lot information unknown.

Manufacturer narrative:
Device not returned to manufacturer, lot information unknown, manufacturer investigated reserved samples from different lot numbers, investigation result attached. Device not returned to manufacturer.

Event description:
Patient care technician disconnected patient from avf needle, attempted to engage safety device and needle went through the side, puncturing the technician in the hand. No further information was provided.

Event description:
Patient care technician disconnected patient from avf needle, attempted to engage safety device and needle went through the side, puncturing the technician in the hand. No further information was provided.